Event description:
Patient was to receive 450 ml of formula during an overnight feeding, but received only 300 ml. Patient's blood glucose level dropped. Sugar was given to stabilize blood glucose level. There was no illness, injury or medical intervention resulting from the event. One patient involved.